Event description:
It was reported that there was a warm feeling at the pocket. The caller stated that the patient¿s implant site ¿has been hot and red.¿ it was noted that the pain started over a year prior to report and was ¿swollen and hot and you can feel the heat.¿ it was noted that a possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. The caller stated that the patient¿s battery was leaking and had been for ¿close to a year.¿ the caller asked if the battery ¿leaking¿ would be causing the pain. The caller was redirected to the patient¿s healthcare professional (hcp). Additional information received reported that they were still having difficulty getting a hcp to see the patient because of the patient¿s insurance. It was noted that they had an appointment with the hcp but they were not ¿certified¿ in the device. It was also noted that the patient turned the device off in about 2008. The caller did not know why. The manufacturer representative inquired as to the condition of the ins site and it remained red and warm to touch. It was noted that there were not any open area, drainage or discharge. The caller denied the patient was running a fever. The caller would call or email with any additional information. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 3487a-33, lot# j0406537v, implanted: 2004-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).